Event description:
A customer contacted beckman coulter (bc) in regards to erroneously low ckmb result. The customer also received multiple indeterminate results (ind) on other patients samples; however, the results are not provided. The results were generated by access 2 immunoanalyzer. It is unknown if the erroneous results were reported out of the laboratory or not. The low ckmb result (0.05ng/ml) was repeated and higher result (1.6ng/ml) was obtained. The customer did not receive any report of patient injury requiring medical intervention or change in treatment.

Manufacturer narrative:
On (B)(4) 2010 post calibration, qc was run and results were within the customer's established range. Later on the day, qc was run and obtained ind/no value flags. During troubleshoot the event; it was found that the ckmb reagent pack was missing from the reagent storage carousel, while qc samples were being run. Service was not dispatched since user error was the root cause for this event.